Event description:
It was reported that a patient experienced hypotension. The procedure was cancelled. During a pulse field ablation procedure, a nrg transseptal needle was selected for use. The physician performed transseptal puncture (tsp). Shortly after the tsp and prior to insertion of the faradrive, there was a sudden drop in the blood pressure. The physician did not see an effusion, and noted normal left atrium pressures after crossing. The case was aborted due to a sudden drop in the patient's blood pressure and the patient was sent for a chest computed tomography (CT) scan. The patient was discharged on (B)(6) 2025. The device is not expected to be returned for analysis (disposed). CT initially showed consolidation of the left lung. Hypotension was treated with calcium, adrenaline, phenylephrine, vasopressin, sodium bicarbonate. The patient has had a previous attempt at ablation and had the same response following transseptal. The physician believes this is related to the procedure, but not to the nrg needle product.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.